Event description:
The event involved a tego® connector where it was reported the report patient had just changed tego. After removing previous lock solution, patient disconnected syringe from tego. After disconnection, blood spurted out of tego. Patient changed tego again.the incident happened on 27-dec-2019. There was no patient harm and no medical intervention required. It is unknown if there was any blood loss or bleed back.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.